Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9078860. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked during use. The following information was provided by the initial reporter: when the indwelling needle is injected into the patient's infusion, if the joint of the indwelling needle is found to leak, the indwelling needle is immediately removed, the indwelling needle is replaced and re-injected, and the patient is given comfort and explanation, there was no causing adverse harm to the patient.